Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station auxiliary 2 drawer 7 rails were failed. The field service engineer (fse) had identified that auxiliary 2 drawer 7 was sticking and pulling out too far and was unable to release manually. The fse removed the rails to allow the drawer to be taken out. The fse had resolved the issue by replacing the drawer slides on both sides, adjusting the rails, and then reinserting the drawer, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station auxiliary 2 drawer 7 rails were failed. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.